Manufacturer narrative:
The device was reported to be in use on a patient. No patient harm was reported. Following the evaluation of the device, the customer replaced the battery and the pm pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The patient was transferred to an alternate ventilator during the reported event. There was no patient harm, injury, or medical intervention noted.

Manufacturer narrative:
There was no patient harm reported.

Event description:
The customer reported that the v60 battery is not reaching its full charge after charging overnight. The customer contacted product support and was advised to check the battery molex connector for bent pins. Customer has advised there is a pin that is pushed back into the connector. Product support provided biomed with the part # for the v60 power harness. The customer replaced the battery harness due to battery charging issue. Now the battery will not charge, and the unit is giving a battery failure alarm. Customer requests parts ID for the battery and wants to order. It is unknown if the unit was in use on patient, but there was no patient harm reported.